Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device involved in this incident, it was determined that the device had displayed a disconnected status because the bd data sync device service was not functioning properly. A technical support specialist remoted into the device, accessed the command shell, and restarted the bd data sync device service using powershell. After the service restarted, the disconnected icon cleared and the device functioned normally. The system operated as intended after the technical support specialist completed the troubleshooting and investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station failed to communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.